Event description:
International affiliate reported shunt dysfunction. Info identifying this as an MDR reportable event was received on 12/19/00 at which time it was reported that the device was revised.